Manufacturer narrative:
The reported complaint of the solex catheter leak was confirmed. A pinhole leak was observed at the distal end and proximal end of the serpentine balloon during functional leak test. Probable causes for the reported complaint can be a latent material defect. The serpentine balloon was deflated without resistance during testing. The reported difficulty in deflating the catheter could not be reproduced and root cause could not be determined. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Observed blood residue in the serpentine balloon and also blood in the out luer tubing. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the distal end and proximal end of the serpentine balloon, thus confirming the reported leak. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the catheter leak and there were no previous history of complaints reported for solex catheter with lot number 89014. Zoll medical safety assessment: event was serious because required intervention to remove the remaining catheter. Event probably related to solex catheter due to the fact that catheter required intervention for removal.

Event description:
A (B)(6) female patient (170 cm, (B)(6)) was hospitalized and underwent ivtm treatment. The solex catheter was inserted into the right internal jugular vein. Several hours later, the blood was noted in the cooling lumen and the catheter leak was suspected. As a replacement, the icy catheter was placed into the right femoral vein of the patient. By applying vacuum force for 15 seconds utilizing a 20 ml syringe connected to the (in) luer of the catheter, the physician could not deflate the solex catheter balloons and experienced difficulty removing it from the vein. The removal of the catheter was rescheduled for the next day. On the following day, the catheter was removed with a small dilating incision. The patient was reported stable, sedated and ventilated.